Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08580 inches. Successfully downloaded history files and traces using thump. Successfully uploaded to carelink and generated reports. No over/under delivery anomaly noted during testing. In further full review of the pump history on the event date of [event date] found bolus deliveries of: 1.075u at 09:09:41.000, 3.8u at 14:48:53.000 and 9.2u at 19:14:05.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The test p-cap and reservoir does lock in place in the reservoir compartment. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay. No device problem found during full functional testing. Unable to verify alleged low bgs. Alleged over delivery not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia with a blood glucose value of 48 mg/dl. The customer reported symptoms like shaking, mental confusion and hungry. The customer was treated with glucose/carb intake. No further patient complications were reported. The customer also stated that they had a possible over delivery anomaly. Troubleshooting was performed customer had been using the insulin pump within 48 hours of the reported event. It was unknown whether the auto mode feature was active at the time or not. The insulin pump will be returned for analysis.